Event description:
Patient reported pain, swelling and stiffness. Had an asr inserted. Has had a revision surgery performed with 1 litre of black pus removed and new components fitted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.